Event description:
It was reported that after a lumbar procedure on (B) (6) 2010, a wound drain was placed on the pt. The wound drain was removed and the pt was discharged. During a follow up visit on (B) (6) 2010, it was discovered that a piece of the wound drain, approximately 7 cm in length, had remained in the pt. The piece was surgically removed. There was no reported tissue damage around the fragment and the pt was not prescribed any additional treatment.

Manufacturer narrative:
The device fragment has not yet been received by the manufacturer, when the fragment is returned, a quality investigation will be performed and a follow up report will be filed.